Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("strong pain") in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In 2010, the patient had essure inserted. In 2010, the patient experienced procedural pain ("pain during insertion") and complication of device insertion ("first insertion failed, second succeeded"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), genital disorder female ("gynecologic troubles"), arthralgia ("hip pain"), arthropathy ("joints were "on fire"") and metabolic disorder ("metabolism stopped"). On an unknown date, the patient was found to have weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, genital disorder female, arthralgia and weight increased had resolved, the complication of device insertion outcome was unknown and the arthropathy and metabolic disorder had not resolved. The reporter provided no causality assessment for arthralgia, arthropathy, complication of device insertion, genital disorder female, metabolic disorder, pelvic pain, procedural pain, vaginal haemorrhage and weight increased with essure. The reporter commented: first year after insertion went without problems but the in (B)(6) 2011 everything changed and symptoms started quickly. Part of the symptoms disappeared right away after removal. Joint ache she still have and metabolism is not working. Further company follow-up with the consumer or other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.